Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the "equipment is not synchronizing with the pacemaker". There was no pt impact.